Event description:
It was reported that (1) device was used during an indigo interstitial laser coagulation. It was reported by the rep that after puncturing the gland for the 2nd treatment site, the surgeon received a diffuser fault error. After (4) seconds into the treatment, the fault was noted. The surgeon removed the fiber and viewed the diffuser and noted that fiber had been fractured. The case was completed using another fiber. There was no consequence to the pt.